Event description:
On (B)(6) 2012, (B)(6) university identified blood leaking from the bottom of quadrox-I (lot number 70073303). (B)(4).

Manufacturer narrative:
(B)(4). The describe error was analyzed in the maquet (B)(4) laboratory. The complaint condition was confirmed; the oxygenator was leaking from the gas exhaust port. The oxygenator was opened for further evaluation. The cause of the leak was determined to be a fiber leak because of a damaged fiber. (B)(4).